Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter alleged that there were air bubbles in the tubing. The patient did not have the infusion set available for inspection but did not specifically allege air bubbles in the cartridge. The patient stated that the air bubbles caused under delivery of insulin. At the same time, the patient reported blood glucose reading of 637 mg/dl with symptoms of nausea and emesis with moderate ketones. It was said that the patient did not receive treatment above and beyond the usual for diabetes management. This complaint is being reported because air bubbles in the cartridge may have led to air bubbles in the tubing leading to under delivery of insulin and hyperglycemia.